Manufacturer narrative:
Updated fields: h2, h3, h4, h6, h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the issue. The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. Based on the results of the investigation, the most probable cause of the identified failures is cause traced to component failure olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device image occasionally disappears. No patient harm was reported.

Manufacturer narrative:
The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported the subject device image occasionally disappears. No patient harm was reported.